Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: epic ous vas 6x80x120 was received for analysis. The device was received with the stent partially deployed on the delivery system. The distal stent struts were noted to be damaged. No other issues were noted with the stent. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the inner shaft or outer sheath of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was in place on the rack of the device. This concludes the product analysis.

Event description:
It was reported that stent inadvertent deployment occurred. A 6x80x120 epic stent was selected for use. However, when the stent was removed from the hive, it was noted that the metallic material at the distal tip was deformed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that stent inadvertent deployment occurred. A 6x80x120 epic stent was selected for use. However, when the stent was removed from the hive, it was noted that the metallic material at the distal tip was deformed. There were no patient complications nor injuries reported.